Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the case completed? No information. Was the drain surgically removed and replaced from the patient? No information. Was any issue found with the reservoir? If yes, please provide product code and lot number. No information. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery on (B)(6) 2017, a reservoir was attached to a drain. It was reported that suction could not be done when trying to start subcutaneous drainage. The reservoir was not swelled at that time. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/14/2018 actual device returned. The drain is intact, no holes cuts or other damage found. The drain was found to be fully functional.